Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the atrial lead had high impedance values. After several attempts to get proper measurements, the physician decided to use another lead. Patient was stable post procedure.